Event description:
The manufacturer received information alleging a ventilator had a blank screen. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly had a blank screen. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.